Manufacturer narrative:
The report received from the (B)(4) study database shows that the patient experienced hypotension at the end of the procedure and suffered a stroke the same day as the index procedure. The patient is an (B)(6) male was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the ostium and proximal right internal carotid artery. The vessel was described as severely tortuous with a 90% stenosis. The length of the lesion was 40 mm. An angioguard was deployed distal to the lesion and the lesion was pre-dilated. The 1st precise stent deployed at its intended location without any complication. While inserting the tip of the 2nd precise stent into the patient, the outer shaft that had not yet made it into the patient separated while trying to advance it forward. It was never deployed, and there was no harm to the patient, nor did any new neurological deficit occur as a result of it. The 3rd precise stent was deployed at its intended location in the ostium of the ica. The lesion was completely covered. At the end of the procedure the patient was treated with neosynephrine to treat hypotension. The same day as the procedure the patient was doing well but started to have some altered mental status. An MRI of the brain was performed and revealed a punctuate area of acute infarct in the right frontal region. The patient was diagnosed with a peri-procedural stroke. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2012-00088, 9616099-2012-00337, and 9616099-2012-00338.

Event description:
The report received from the (B)(4) study database shows that the patient suffered a stroke the same day as the index procedure. The patient is an (B)(6) male was enrolled in the (B)(4) study for carotid stenting. The target lesion location was the ostium and proximal right internal carotid artery. The vessel was described as severely tortuous with a 90% stenosis. The length of the lesion was 40 mm. An angioguard ((B)(4)/ lot 70112448) embolic protection device (epd) was deployed distal to the lesion and the lesion was pre-dilated. The 1st precise ((B)(4)/ lot 15552531) stent deployed at its intended location without any complication. While inserting the tip of the 2nd precise ((B)(4)/ lot 15521071) stent into the patient, the outer shaft that had not yet made it into the patient separated while trying to advance it forward. It was never deployed, and there was no harm to the patient, nor did any new neurological deficit occur as a result of it. The 3rd precise ((B)(4)/ lot 15556492) stent was deployed at its intended location in the ostium of the ica. The lesion was completely covered. Atr the endo f the procedure the patient was treated with neosynephrine to treat hypotension. The same day as the procedure the patient was doing well but started to have some altered mental status. An MRI of the brain was performed and revealed a punctuate area of acute infarct in the right frontal region. The patient was diagnosed with a peri procedural stroke.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2012-00088, 9616099-2012-00337, and 9616099-2012-00338.